Event description:
The patient's venous line disconnected from their leg access during a routine hemodialysis treatment, with an estimated blood loss of 500cc before being noticed by the operator. The patient was given a 500cc normal saline bolus. Hgb level post event was 7.3 g/dl. No other intervention was required. In 2009, seven days post event, the patient's hgb was 5.0 g/dl. Four days later, the patient had a fever of 104 degrees and was admitted to the hospital due to infection of vascular access. At that time, the patient's hgb was 5.0 g/dl and the patient was transfused with 3 units of blood. No further medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the patient's venous line disconnecting from the needle during treatment. The user's guide includes appropriate instructions and warnings that the cycler may not sense slow fluid or blood leaks. Facility staff has provided additional training to the operator regarding securing the access device and monitoring the vascular access. No additional information will be provided.